Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer stated that he tried to calibrate through the enter bg, and through the bolus wizard and that was saying still calibrate. The customer was advised pump will not allow calibration with blood glucose over 400 bring blood glucose down monitor blood glucose. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.